Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 600 mg/dl, which was treated with manual injection. It was believed that high blood glucose was due to insulin pump. Troubleshooting could not be performed due to customer not being available with insulin pump. Customer would call back.